Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The pump was unable to perform the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests due to no button response. The following physical damage was also noted: minor scratches on the display window corner, cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose levels that followed a keypad anomaly with his insulin pump. The patient's blood glucose at the time of his emergency room visit was 520 mg/dl. The customer was sick and not feeling well. The customer had disconnected from the insulin pump two hours prior to the hospital visit since the keypad was unresponsive. Troubleshooting was initiated for the keypad anomaly. The customer mentioned that three of his buttons were not working. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.